Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis. It was also reported that purulent discharge was noted. Additional information received from the field representative that the patient was treated with IV antibiotics. There were no additional adverse patient effects reported. The product remains in service.